Manufacturer narrative:
Concomitant medical device: liner neutral 40 mm i.d. Size nn for use with 62 mm o.d. Size nn shell, ref:00875101540, lot:61548827. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: dislocation. Review of event description: it was reported by the legal counsel that the patient had implanted on (B)(6) 2012 and was revised on (B)(6) 2013 due to joint dislocation. Patient had first revision(durom) in cpt120010079 (9613350-2012-00535), second revision biolox in (B)(4) and third revision is this complaint. Review of received data - the patient documentation was received in french. In that documentation the durom class claim and also the products after the durom are described. However, the relevant documentation for this case was reviewed. There is an implant report and also a revision report for the metasul head available. Implant report date (b0(6) 2012: the ceramic head was removed since it shows a lot of metal transfer debris. Preoperatively, we noticed that the leg was 3-4 mm shorter. It was decided to implant a metal head 10.5 and to revise the acetabular part with a polyethylene. The head diameter is 40mm. It seems that the elongation of the leg has the most positive impact on stability. It has added a little more tension to avoid a subluxation of the head in external rotation. The head is now subluxation anteriorly only at 45°. We did only additionally a little suture on the superior capsule to protect from anterior subluxation. Revision report date feb 25, 2013: diagnosis: recurrent luxation left thp intervention: revision surgery with constrained cup procedure: preparation of the patient. The old scar was opened. It was extended to the fascia of the gluteus maximus. A slight effusion was noticed. Samples were taken for cultures. Greyish tissues were found in the acetabulum, samples were sent for analysis. No polymorphonuclear. When we luxated the head, we noticed wear on its anterior side, probably due to the recurrent luxations. We understood that a metal damage was probably responsible for the greyish appearance of the capsule. This part of the capsule was resected. The polyethylene (insert) was removed. The femoral head was removed from the cone. The cone was inspected and did not show big grooves. The constrained polyethylene was implanted after testing to obtain the best position. Then, a ring was used to impact the polyethylene in place, the head 36 +7 had been already impacted into the cup; of course the hip is free of instability. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown, root cause analysis root cause determination using rmw: - dislocation, subluxation, abrasive wear,loosening of components due to tissue impingement prior to proper taper fit possible, no further specific information received which could exclude this point. Dislocation, subluxation, leg length difference, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible no evidence for wrong components used. Dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery possible, as the devices were not returned, no examination on the devices can be performed. - damaged implant, dislocation, subluxation, abrasive wear, loosening of components due to explanted metasul head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery possible, it could be that the metasul head was re-used. No other evidence available. - dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity possible, possible, it can be possible that there was an issue with the soft tissue - failure of surgery due to missing/incomplete or not legible information available; misleading information of surgical technique or instruction of use not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant possible, it could be that the user did a procedure step which he was not aware of it. Failure of surgery due to insufficient warning of side effect/ contra-indications not possible no issue found with contraindication. Conclusion summary it was reported by the legal counsel that the patient had implanted on jun 11, 2012 and was revised on feb 25, 2013 due to joint dislocation. The received documentation was reviewed. The revision report describes that when the head was luxated, wear was noticed on its anterior side, probably due to the recurrent luxations. The polyethylene (insert) was removed. The femoral head was removed from the cone. The cone was inspected and did not show big grooves. Finally, a new system was implanted. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp-0343795.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul head 40 12/14 sz xxl/+10.5 xl/+10.5 on the left side on (B)(6) 2012 and the patient underwent revision surgery (B)(6) 2013 due to recurrent dislocation.